Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station cannot connect with the server. A field service engineer verified that the station required reimaging. Lacking a hard drive with version 1.6, the field service engineer obtained a suitable drive and replaced the hard drive to resolve the issue. A field service engineer stated that there was a delay in the dispensing of the medication. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system was not connected with the server. There were no adverse events or injuries reported based on this incident.